Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower abdomen using the cooladvantage, coolcore countour applicator in (B)(6) 2021 and was diagnosed with paradoxical adipose hyperplasia in (B)(6) 2022. The doctor described the tissue as being more firm than upper abdominal fat especially with deep palpation. Firmness was described as being similar to a rubber ball. Visible enlargement was observed.

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower abdomen using the cooladvantage, coolcore countour applicator on (B)(6) 2021 and was diagnosed with paradoxical adipose hyperplasia on (B)(6) 2022. The doctor described the tissue as being more firm than upper abdominal fat especially with deep palpation. Firmness was described as being similar to a rubber ball. Visible enlargement was observed.